Event description:
It was reported that the catheter was inserted on the patient and did not progress, when it was removed, it was observed that the guide wire had changed, it was "stretching"; and the tip was bent. This fact caused difficulty in removing the product from the patient, leading to suffering, besides the need for medical evaluation and the use of sedative medications. It was reported that the nurse who performed the procedure cut the catheter with the guidewire inside.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One stiffening stylet and one 3 fr per-q-cath with a t-lock were returned for evaluation. An initial visual observation showed use residue on the returned samples. The stylet was observed to be severely unraveled with the core wire broken. The distal tip of the stylet was observed to be bent. The core wire of the stylet was observed to be curved and bent slightly in multiple locations around 70 cm and between about 43 cm and 46 cm distal to the handle of the stylet. A microscopic observation revealed striations on the fracture surfaces of the core wire and coiled wire, which were observed to be angular and lustrous. The weld tip of the stylet was observed to be missing and the coiled wire was observed to be kinked and disjointed near its distal end. The observed characteristics of the fracture surfaces of both the core and coiled wires indicate the stylet was cut with a sharp instrument. The product IFU states: ¿do not cut stylet.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ an examination of the structure of the stylet revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reby0456 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0456 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted on the patient and did not progress, when it was removed, it was observed that the guide wire had changed, it was "stretching"; and the tip was bent. This fact caused difficulty in removing the product from the patient, leading to suffering, besides the need for medical evaluation and the use of sedative medications.